Event description:
During a procedure, the ria reamer head needed to be changed. When the motor was taken out, the drive shaft seal came out of the drive shaft. The drive shaft seal was not found, and since part is radiolucent it could not be determined if it was left in the patient. The probability that it was left in the patient is slim.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.